Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary we did receive performance data collected from the device and have analyzed the data. (B) (4) the atrial pace impedance has been increasing over the duration of the record with an initial min/max of 992/1040 ohms to a value of 1456/1568 ohms for the last record. (B) (4) the sensing question on the ventricular lead was discussed in the tech service call report.

Event description:
It was reported that the rv lead had oversensing, crosstalk, noise and no pacing. The atrial lead had increased impedances and undersensing noted. Both leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: we did receive performance data collected from the device and have analyzed the data. (B)(4): the atrial pace impedance has been increasing over the duration of the record with an initial min/max of 992/1040 ohms to a value of 1456/1568 ohms for the last record. Analysis of the returned lead found no anomalies, but outer insulation was melted and breached cut, helix distorted/bent, apparent explant damage, and blood on proximal conductor; distal segment returned and analyzed. (B)(4): the sensing question on the ventricular lead was discussed in the tech service call report. Analysis of the returned lead found no anomalies, but defib conductor was distorted, helix distorted/bent, inner tubing kinked/buckled, outer insulation breached cut, white substance on outer insulation, apparent explant damage, and blood on several conductors and helix; distal segment returned and analyzed.